Manufacturer narrative:
According to the customer, he was getting up from sitting on the rollator and he fell. The customer stated he did not hit his head and his back hurts and body aches. He did not seek medical attention however but did call the paramedics for help getting up. Both handles do not tighten onto the unit. The knobs are tight but the handles move up and down. The handle poles do not fit correctly into the rollator. The seat cushion is split towards the back. No additional information is available. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer, he was getting up from sitting on the rollator and he fell. The customer stated he did not hit his head and his back hurts and body aches. He did not seek medical attention however but did call the paramedics for help getting up.